Manufacturer narrative:
Section d4, h4: additional information. Section d7: correction. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). The pump was returned assembled with the driveline (dl) cut 1.5¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of (B)(6), a large, pink, ring-like deposition was found surrounding the bearing ball of the rotor. The laminated structure of this thrombus and its areas of denaturation indicate that it likely formed over an undetermined period of time while (B)(6) was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the elevation in pump power and flow and low flow alarms captured in the submitted log files. Additionally, soft, tissue-like depositions were found situated adjacent to the outlet bearing ball. These thrombi lacked laminated layering, suggesting that they did not initially develop in the outlet stator; however, their specific origin could not be determined. Although a duration of time for which it was present in the device could not be conclusively determined, the thrombi were not adhered to the blood-contacting surfaces and showed no evidence of denaturation while no concentric contact marks were noted on the rotor outlet section or the outlet bearing cup, suggesting that they were not present in the pump for a prolonged period of time. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 7 months, 17 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. During the analysis of the log file we observed there were elevated flows above the normal parameters. There has been a drop in the power and flows over this last day and now showing low flows. Patient had echo (B)(6) 2019 and chest x-ray that showed some congestion. On (B)(6) 2019 - between (B)(6) 2019 23:54 - (B)(6) 2019 1:57 noted 236 low flow events. Please consider any conditions which would reduce volume seen by the pump. Potential causes discussed with the vc included hypertension, hypotension, ifc, pump or ofg obstruction/thrombus, rvf. The vc stated the patient had an echo on (B)(6) 2019, but she was unsure of the official results. She said she was going to call the hf to further discuss the echo results and potential causes we discussed. On (B)(6) 2019 - patient taken to or to undergo hmii to hmii pump exchange due to pump thrombus. No further or additional information was provided.